Manufacturer narrative:
Correction information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the lens did not give clear distance vision or functional reading vison. The lens was a replacement for cataracts, but did not perform nearly as well as the same type lens in other eye. Additional information has been requested, received and stated the corneal transplant was done six months before the cataract surgery. After the cataract surgery, part of the cataract membrane still remained, causing interference with vision. Three months later, a laser was used to remove that membrane and the vision was greatly improved. However, the vision was not great. Distance vision was not as good, which was 20/30, with the same toric lens. The patient could read with left eye, but not with right. He could read with both eyes, with the left doing all the work. His ophthalmologist recommended getting reading glasses, which made reading easier. He was not satisfied with the right eye results. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).